Event description:
It was reported that during use of this device that the handpiece activated on its own resulting in the drill bit cutting the surgeon's finger. The cut did not require stitches and was dressed with a bandaid. It was reported that the surgeon is doing fine.